Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Study ID: (B)(4). Revision surgery at 6 years post-op for conversion of resurfacing head to tsa.

Manufacturer narrative:
The part removed from the patient was not returned to tornier. Root cause of reported event could not be determined. This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Revision surgery at 6 years post-op for conversion of resurfacing head to tsa. (B)(4).